Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hypotension, bradycardia and syncope. Electromagnetic interference (emi)/noise, and a pacing problem/non-capture were observed on the implantable pulse generator (ipg). The patient was admitted to hospital. The ipg remains in use. No further patient complications have been reported as a result of this event.